Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Upon visual analysis of the returned sample, it was determined that one gst60b reload was returned unfired with one double driver out of position and one single driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left distal end. It should be noted that product failure is multifactorial. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staples and drivers fell off when the cartridge was loaded into the jaw and the retaining cap was removed from the cartridge before use on the mayo table. When the sales rep checked the cartridge, it seemed the cartridge pan was detached. The fallen drivers were caught in the cartridge deck. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.